Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other absolute pro self-expanding stent system (sess) will be filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a lesion in the right common femoral artery (cfa). The 8.0x80mm absolute pro self-expanding stent system (sess) was advanced to the target lesion but resistance with the anatomy was noted. The stent was deployed; however it was noted as difficult and the deployed stent shortened to 5cm. Therefore an 8x60mm absolute pro (sess) was advanced to the lesion again with resistance due to the anatomy. The second absolute stent was also difficult to deploy and it also became shortened. A third absolute stent was used to balance the shortening of the two stents and complete the procedure. There was no adverse patient sequela and there was no clinically significant delay. No additional information has been provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is likely that resistance was met with the anatomy resulting in the reported difficult to advance. Additionally, it is possible that during stent deployment interaction with the anatomy and/or the delivery system was slightly pushed distally as the stent was being deployed resulted in the reported deployment difficulty and the reported stent shortening; however, this could not be confirmed. The investigation determined a conclusive cause for the reported deployment difficulty and the reported stent shortening cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.